Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. This was an emergent case. The aneurysm diameter was greater than 9 cm. This was a previously known condition; however, the patient's family had elected to not have the aneurysm repaired. The stent graft system was implanted and the aneurysm was successfully excluded; however, the patient was in poor condition following the procedure. The patient¿s condition deteriorated and the patient expired one hour after the procedure.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death); caused by operational context (emergent pre-operative rupture); unapproved use of device (treating a pre-operative rupture). Conclusions: known inherent risk of a procedure (death); off ¿label, unapproved or contraindicated use (treating a pre-operative rupture); operational context caused or contributed to the event (emergent pre-operative rupture).